Event description:
The device was used during a laparoscopic hernia repair. It was reported by the rep most of the staples were malformed. (Only 20 staples out of 2xoms20 and 2xomr20). The case was finished without difficulty. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion: ab)based on the inquiry info received, the visual examination and the functional test, no conclusion could be reached as to why the inst's. "Staples were malformed". The insts. Were received with excessive dried body fluids in the cartridge assemblies. A)the inst. Was cylced and fired the first staple without incident. The second staple fied, twisted and jammed in the nose. The staple was removed and the remaining 12 staples fired without incident. The second staple fied, twisted and jammed in the nose. The staple was removed and the remaining 12 staples fired without incident. B)the inst. Was cylced and fired 1 staple without incident and on the second firing a double feed occurred causing a jam. The double fed staples were removed and the inst. Fired the remaining 6 staples wihtout incident. Ab)the staples were properly formed and were within design specifications. It was concluded that the twisting of the staples (inst. "A") and the double feeding of the staples (inst. "B") was due to the excessive dried body fluids in the cartridge assemblies. Each instrument is evaluated during the assembly process to ensure that the staples feed, fire and form correctly.